Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Also, for the air/water (aw) tube had foreign objects (white foreign material), the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope air/water (aw) tube had foreign objects (white foreign material), and auxiliary jet channel (j-tube) in the control unit was clogged. There was no patient involvement.